Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited helix extension/retraction issues during a surgical revision that was performed due to an unknown product performance issue. As result, the lead was extracted and a new rv lead was implanted. No additional adverse patient effects were reported.